Event description:
Healthcare professional reported approximately 8 months after injection to unspecified site with 4 ml of juvederm voluma with lidocaine patient developed swelling at the nasolabial folds and corners of the mouth. Patient was treated 3 times with kenacort to the nasolabial folds and marionette lines. Two months later, patient was treated with hyason and kenacort and continued with swelling in nasolabial folds and lip until symptoms resolved 3 months later.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.